Manufacturer narrative:
(B3) date of event: used (B)(6) 2019 as no event date was provided. Device is a combination product. Device evaluted by MFR.:synergy ii us mr 3.50 x 16mm stent delivery system was returned for analysis in 2 pieces. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break located 74cm distal to the distal strain relief, as well as multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed distal tip damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced over a wire for treatment; however, the shaft snapped. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as no event date was provided. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced over a wire for treatment; however, the shaft snapped. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.